Manufacturer narrative:
(B)(4).the event was confirmed by the technician through visual inspection. The device was in pieces due to the pin holding the collar falling out.since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
The customer reported that during cleaning the device fell apart. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
Information is not yet available regarding adverse consequences, delays, medical intervention, or how the event was noticed. Attempts are being made to retrieve this information from the customer.

Event description:
The customer reported that the device fell apart.